Manufacturer narrative:
The following devices were also listed in this report: device name# unknown_triathlon symmetric all poly patella; cat# unk_jr; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised. Surgeon reported that the patient has rheumatoid arthritis, with patient complaint of loose knee and pain. A tibial insert (approximately 11mm) was revised to a 14mm insert. Intra-operatively, surgeon noted the patella was encased in soft tissue. Debridement was performed, and a symmetric all poly patellar component was revised to a larger metal-back asymmetric patella (rep confirmed this was surgeon preference, no allegations against the revised patella). Rep confirmed that no further information will be released by the hospital or surgeon.